Event description:
It was reported an external fluid leak was observed originating from an unspecified location of an unspecified u9000 set during prime. The set was replaced, and self-test was completed without issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.